Manufacturer narrative:
The exact event date was not available, therefore the date 07/01/2025 was used as an estimate. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence following a revision procedure. He reported that his physician attributed the limited results to a "thick" urethra, which may be preventing complete or near dryness. The patent was encouraged to seek a second opinion if dissatisfied with the current physician's feedback. No additional information was provided.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence following a revision procedure. He reported that his physician attributed the limited results to a "thick" urethra, which may be preventing complete or near dryness. The patent was encouraged to seek a second opinion if dissatisfied with the current physician's feedback. No additional information was provided.

Manufacturer narrative:
The exact event date was not available, therefore the date 07/01/2025 was used as an estimate. Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.